Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 154 mg/dl. Nothing further reported.

Manufacturer narrative:
Pump was received with unresponsive buttons due to keypad connector on lcd board unlocked. Unit had minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.